Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the precision testing data for ca method, which was within acceptable limits. The customer informed cse that they used statspin for three minutes at 6000 rpm. The customer called a siemens technical support center (tsc) and informed that they used 3000 rpm for 10 minutes to centrifuge the samples. The cse found cellular debris in aliquots. The cse revisited the customer site. The cse found sample quality problem. The cse requested the customer to check their samples. The water temperature data was reviewed and was within acceptable range. The cause of the discordant ca result on five patient samples is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant calcium (ca) results were obtained on five patient samples on dimension vista 1500 instrument (serial number (B)(4)). The discordant results were reported to the physician(s), who questioned them. Samples were repeated on the same instrument. The dimension vista results did not match previous results obtained for the patients on an alternate platform. It is unknown if the corrected results were reported to the physician(s). The customer stated that several patients revisited the laboratory for redraw. The customer did not provide results for redrawn samples.there are no reports of patient intervention or adverse health consequences due to the discordant ca results.